Event description:
It was reported that the customer was hospitalized due to high blood glucose of 25mmol/l. It was stated that the doctor believes the insulin pump under delivered insulin. It was stated that the customer changes the infusion set and reservoir every four displacement. Troubleshooting was performed and the displacement test was not possible to run. It was stated that the device was not exposed to a high magnetic field. The time, date, and bolus wizard settings were correct. The alarm history was reviewed and found a no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.